Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels with readings of between 300 mg/dl to 479 mg/dl. The user reported she had injected herself with insulin to try and lower her bg levels. She later measured her bg level with a reading of 211 mg/dl. The customer compared the reading with another blood glucose meter, she had bg level with a reading of 89 mg/dl. As per customers' request, a replacement of dario's strips and control solution were sent to her. Follow up with the customer was attempted, however, no response has been received to date. No resolution is available.